Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of product failure or product contribution to the reported event. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the reported event; however, no evidence was found of product failure. The need for corrective action is not indicated based on the inability any evidence of product failure. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a worn, squeaking insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.